Event description:
It has been reported to philips that the shutters were not working. Due to the lack of information as to the allegation, we are conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint no harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that only the frontal x-ray collimator shutters of the biplane system were not working. Review of log file confirmed the collimator shutter defect. The shutters of the collimator in x-ray tube jammed due to high current. The collimator shapes the x-ray beam and limits the radiation exposure from the azurion system. The fse replaced the frontal collimator. After replacement of the frontal collimator, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. As it's a biplane system, and only the frontal collimator failed, x-ray could still be performed with the lateral plane and it will be possible to complete procedures. Therefore, the failure of the frontal collimator is not likely to cause or contribute to a serious injury or death. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.